Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2024. On (B)(6)2024, it was reported that the pediatric patient experienced headache, anxiousness and lost consciousness and the cgm reading was 120 mg/dl. The parent took a bg reading which was over 400 mg/dl. The parent called the hospital to pick-up the patient from their house. At the hospital, the patient was treated with insulin and IV fluids. The patient stayed at the hospital on the night of (B)(6). The patient regained consciousness and was discharged on (B)(6). At the time of the report the patient was ok. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.